Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
An office manager reported that following intraocular lens (iol) implant surgery, a patient had a residual refractive error. There was an absence of pathology and the patient did not achieve quality near or distance vision. Additional information was requested.